Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implant placement at tooth site #44 (fdi), the mount became stuck to the implant and could not be disengaged. The implant had to be removed. The procedure was completed with another implant.